Manufacturer narrative:
The date entered in the initial MDR was incorrect. The correct date should have been (B)(4) 2012.

Manufacturer narrative:
.

Event description:
An abbott tas reports from the customer site that the architect ca 19-9xr assay is generating discrepant results between the lab's current architect i2000 analyzer and a newly installed architect i1000sr analyzer. The tas performed method comparison studies and noted that the i1000sr analyzer generates higher results than the i2000 analyzer using different reagent lots. For example, one patient sample (patient2) generated results as follows (units of measure are u/ml): sid (B)(4) 12000 2 60.9 11.4 the above results were generated with reagent lot 08849m500 used on the i1000sr analyzer and reagent lot 08053m500 used on the i2000 analyzer. The same lot of calibrator was used on both analyzers. A non-abbott control level 3 was out of specification with these results. Abbott controls were within specifications with these results. The tas then ran the same patient sample using the same reagent lot on both analyzers (lot 08849m500) and generated the following results: sid (B)(4) i2000 2 60.86 61.98 there is no impact to patient management reported.

Manufacturer narrative:
Patient code: (B)(4) (no consequences or impact to patient ). Device code: (B)(4) (high test result). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.